Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. The photo provided by the customer does not provide enough evidence to support or deny manufacturing related issues. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had two incidents over the past week with a leaking butterfly tube. The picture shows where the drop of blood is leaking from the middle of the tubing. You can just make out the little bulge which is a drop of blood.